Manufacturer narrative:
(B)(6). UDI for rlt281412 gore® excluder® trunk-ipsilateral leg component: (B)(4). UDI for plc161400 gore® excluder® contralateral leg component: (B)(4).

Event description:
The following was reported to gore: on (B)(6) 2017, this patient underwent endovascular treatment for an abdominal aortic aneurysm and was treated with gore® excluder® aaa endoprostheses. Following first stage deployment of an rlt281412 trunk-ipsilateral leg component on the right patient side, the physician preferred completion of the contralateral side and a plc161400 contralateral leg component was advanced to the intended location and deployed. When attempting to remove the constraining mechanism during the second stage deployment of the rlt281412 component, constraining loop line number 3 failed to detach from the main body, causing the endoprosthesis to proximally constrain while line number 2 was moving freely. Repeated visual inspection verified that the black nut had assumed its most proximal position. The deployment line access hatch was opened and line number 2 was cut and removed. After having cut line number 3, and even when applying forceps with reasonable force, the line would not detach. The physician then decided to fully deploy the ipsilateral leg and another forceful removal attempt was made. Additionally, a coda balloon was used to prevent migration and was inflated inside the constrained device to help free the line by force opening, which was unsuccessful. During the subsequent effort of removing the delivery system, the graft kept constraining, regardless of advancing or retracting the catheter. The delivery system was then removed forcefully from the patient with the rlt281412 remaining in place and with the line still attached. A final attempt with an 8 french sheath to push towards proximal and dislodge the line from the endoprosthesis equally failed. The patient¿s anatomy was reported not to have shown unusual tortuosity or calcification with a straight aortic neck. An angiogram was made to confirm no aneurysm rupture had occurred and it was decided to convert the patient to open repair. The device was explanted with the line attached. The patient tolerated the procedure.

Manufacturer narrative:
Device manufacturers: type of reportable event: changed selection device evaluated by manufacturer? Changed selection. The review of the manufacturing paperwork verified that the lots involved in this event met all pre-release specifications. Refer to field for the results of the imaging evaluation.

Manufacturer narrative:
(B)(4).. Device evaluation summary - the gore® excluder® aaa endoprosthesis featuring c3® delivery system as well as the explanted endoprosthesis were returned to gore for analysis. The device evaluation showed that the sleeve attachment fiber was threaded through the eyelet of the constraining loop. As part of standard operating procedure during manufacturing, the sleeve attachment fiber and the eyelet of the constraining loop are not connected. No abnormalities were observed on the constraining loop. The eyelet appeared of typical size. The twister fibers were bonded to each other and the constraining loop was routed correctly on the device. The likely device failure mode for the observation that the constraining loop did not detach from the device was the sleeve attachment fiber being threaded through the constraining loop eyelet. The cause of this failure mode is still under investigation. It should be noted that the gore® excluder® aaa endoprosthesis instructions for use contains the following information, among others: adverse events that may occur and/or require intervention include, but are not limited to incomplete component deployment and surgical conversion.

Event description:
It was reported to gore that on (B)(6) 2017, this patient underwent endovascular treatment for an abdominal aortic aneurysm and was treated with gore® excluder® aaa endoprostheses. According to the report, the patient¿s anatomy did not show unusual tortuosity or calcification, and the patient¿s proximal aortic neck was reported to be straight. It was reported that following first stage deployment of a trunk-ipsilateral leg component (B)(4) on the right patient side, a contralateral leg component (B)(4) was advanced to the intended location and deployed. It was reported that when attempting to remove the constraining mechanism to deploy the ipsilateral leg of the (B)(4) component, constraining loop line number 3 would not detach from the main body, with the endoprosthesis proximally constraining while lock pin line number 2 was moving freely. Repeated visual inspection reportedly verified that the black nut had assumed its most proximal position within the transparent knob housing of the delivery catheter. It was reported the deployment line access hatch was opened and lock pin line number 2 was cut and removed. According to the complaint, constraining loop line number 3 was cut and forceps were used in an attempt to detach the line; however, the line would not detach. It was reported another attempt was made to unconstrain the proximal end of the trunk, and a coda balloon was inflated inside the constrained device to release constraining loop line 3 and to prevent component migration; however, the attempt to release line 3 was unsuccessful. It was reported that at that point, an attempt was made to remove the delivery system from the patient. However, it was reported that during attempted removal, the graft kept constraining, regardless of advancing or retracting the catheter. According to the report, the delivery system was removed from the patient using force, with the (B)(4) component remaining in place in the patient and with the constraining loop line 3 still attached to the endoprosthesis. It was reported an 8 french sheath was used in an attempt to push towards the proximal end of the device and dislodge the line from the endoprosthesis; however, this was not successful. It was reported angiography taken at that point confirmed no aneurysm rupture had occurred, and it was reportedly decided to convert the patient to open repair. The device was reportedly explanted with the constraining loop line 3 attached. It was reported the patient tolerated the procedure. Complete operative records detailing the endovascular and surgical portions of the procedure and medical records related to the patient¿s pre-procedure history and subsequent medical course were requested but were not provided.

Manufacturer narrative:
Medications - irbesartan, simvastatin, aspirin, ciprofloxacin, co-codamol, tamsulosin.